Manufacturer narrative:
B5 updated with updated clinical narrative. Removed e0602 from h6. The investigation is still ongoing.

Event description:
Clinical narrative update: additional information provided on 04jun2026, the limb ischemia was most likely due to poor vasculature because the ECMO leg was also seeing the same issues. The care team attempted to do bilateral distal perfusion catheters (dpcs). Cardiac arrest happened before the impella was inserted to provide more support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 19-year-old female with cardiomyopathy in cardiogenic shock (pre-support scai shock stage e) was supported with an impella device inserted percutaneously via the left femoral artery. The patient experienced prolonged cardiac arrest lasting approximately 60 minutes or more, requiring emergent ecpr with va ECMO; cannulation was reported as difficult due to patient body habitus and critical instability, which may have contributed to challenges in groin access and management. During/after introducer insertion, limb ischemia was identified, with both lower extremities reported as cold and taut and absence of distal pulses noted upon clinical assessment. Concomitant va ECMO support was present as an additional contributing factor. No introducer damage was observed. Management actions and resolution status of the ischemia were not reported. The impella device remained in place at the time of reporting. The patient outcome remains critical and on continued support, with survival outcome at explant pending. Bilateral limb ischemia occurred in the setting of critical illness with prolonged cardiac arrest, difficult vascular access, and concurrent va ECMO support. A definitive causal relationship between the impella device and the reported event cannot be established. Care withdrew an patient expired on (B)(6) 2026. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). The root cause of the injury was not determined due to insufficient clinical details.